Event description:
It was reported that the user perceived excessive meal insulin delivery from the ilet after frequently selecting ¿less than¿ for meal announcements, resulting in the ¿usual for me¿ suggestion increasing over time and subsequent low glucose when the ¿usual¿ meal announcement was selected. The user experienced symptoms of hypoglycemia and self-treated with oral glucose following the 15-15 rule. Outcomes included recovery without medical intervention or hospitalization. An investigation was conducted which included user education, review of meal announcement behavior, and a guided factory reset with reentry into the learner period. Investigation of the case revealed algorithm maladaptation due to repeated ¿less than¿ meal selections, which led to inappropriate meal insulin dosing. No device component malfunction was identified. Based on previously established findings for similar reports, it was concluded that user input patterns led to algorithmic adaptation causing the event, and retraining through a factory reset with correct meal announcement use was identified as the appropriate mitigation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.